Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. Oversensing of noise was also observed on the rv channel as well. An x-ray taken showed the rv lead was fractured. At this time the pacemaker has been reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this event is provided, our investigation is complete. This event will be updated should additional details be provided.

Event description:
According to the field, the system was left in unipolar mode and no further changes were made. No adverse patient effects were reported.